Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), applicable fmea documents, labeling, evaluation of the returned sample, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the accucath wire broke during insertion was inconclusive due to the state of the returned sample. A full-sized sharps container was returned with several items contained within the container. An accucath delivery mechanism and catheter were seen within the container and the catheter appeared to be severely damaged. It appeared that the guidewire extended from the distal end of the delivery system but the condition of the guidewire tip could not be discerned due to the condition of the returned sample. Further review of the sample was not selected as the implicated accucath sample was surrounded by other exposed sharps and broken glass within a used sharps container. A potential cause is advancement/retraction of the guidewire against resistance and damage caused by the needle bevel during manipulation of the device; however, confirmation of the reported failure and assessment of the actual root cause was complicated by the state of the returned sample.

Event description:
It was reported "coiled tip of the wire broke off while attempting to place the IV. Wire remained in patient. Nurse said insertion was normal with no resistance but would not thread nor safety when trying to advance the catheter and activate the safety." It was reported via medwatch "while inserting an ultrasound guided IV into the right arm, the tip of the accucath guidewire broke off into the patient, confirmed by x-ray and inspection of the device."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq1275 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "coiled tip of the wire broke off while attempting to place the IV. Wire remained in patient. Nurse said insertion was normal with no resistance but would not thread nor safety when trying to advance the catheter and activate the safety."